Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a sensor whose needle fell out. The customer reported that she noticed out of the package that the needle was not well inserted into the sensor. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and inspection of 3 opened and partially used enlite sensors. Per our visual inspection found 1 of the 3 insertion needles to be bent and missing 2 insertion needles. Unable to confirm if the customer received the sensors damage due to the customer returned opened and used. Unable to confirm packaging anomaly complaint due to the customer did not return the original box only the sensors.